Event description:
The customer reported that the insulin pump had physical damage. Customer stated that the insulin pump had a crack where the reservoir goes. Customer's blood glucose was 176 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump received with minor scratches on lcd window, crack on the battery tube threads, cracked reservoir tube lip, scratches on the reservoir tube window, crack on the reservoir tube, and battery cap slot is cracked. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).